Event description:
It was reported the patient is deceased and died approximately two weeks post implant of the implantable pulse generator (ipg) system. It was further reported that the patient was to be transferred to the hospital due to cardiopulmonary arrest and that the patient was deceased upon arrival. It was reported that ventricular fibrillation (vf) was confirmed via device interrogation. The patient¿s one week post implant device check noted no anomalies. Additional information obtained reported the cause of death as idiopathic ventricular fibrillation and that there was a possibility that the vf had occurred due to a lead dislodgement.

Manufacturer narrative:
Product event summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, the outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a3dr01 implantable pulse generator (ipg), implanted: (B)(6) 2013; 457453 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.